Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During the leadless pacemaker (lp) system implant procedure, conductive telemetry was lost to the right ventricular (rv) lp. The lp was explanted and a new device was implant to resolve the event. The patient was stable.